Manufacturer narrative:
(B)(4). The customer reported to have found a loose cable connection. The customer reported to have resolved the issue by reconnecting the cable. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, during set-up, the compressor on an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.